Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient noticed reduced therapy a few months prior, and then the patient received end of service (eos). The patient also had an rf ablation a few months back, but the stimulator was still working after. The rep tried to rest the device, but the issue persisted. Surgical intervention may take place at a future date to address the issue.